Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 11/22/2021. The device did not pass suction and cycle specifications. The pump tested with low suction when using the customer's kit. There was no problem found with suction when tested with a lab kit. It was identified in the product evaluation that the customer's tubing was kinked and the customer's connectors, membranes, and valves had human milk residue on them. After cleaning the customer kit vacuum readings were within specifications. No problem found for the air leak reported. The customer's report of low suction could be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The customer indicated that she had the parts/accessories soaking in water, she would wash them, test, and call back if the issue was not resolved. On (B)(6) 2020, the customer called back with suction issues when single pumping. Customer service went over the pump settings, instructed the customer change the membranes, and requested that she try the pump. The customer indicated that she had just finished pumping, she would try it later and would call back if the issue was not resolved. The customer was contacted by a complaint handler on multiple occasions to get additional information and, after a 5th attempt, a phone response was received from the customer on (B)(6) 2020. At that time, the customer confirmed that she was diagnosed with mastitis on (B)(6) 2020, was in the hospital for three days with IV antibiotics and then sent home with oral tablets, which then cleared the mastitis. She also indicated that she had met with a lactation consultant to get fitted for breast shields, that the pump worked a little better after the 2nd round of troubleshooting, but she had stopped using the pump and instead was using a pump at her work place, which she felt works better for her. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her pump in style breast pump had low suction and she had clogged ducts, for which she used warm compresses to resolve. She additionally alleged that she previously had mastitis, for which she received antibiotics and was in the hospital for three (3) days.